Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing and dhrs, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records. Device was not returned, therefore unable to determine if deformities were present. Use related, user, or human performance contributing factors: user related factor that could cause anchors to back out of the interbody's locking mechanism, is that the surgeon did not follow the key steps as outlined below in genesys spine lc-055 3dp cervical standalone system surgical technique: 1.table 2- shows the corresponding protrusion length with each interbody and anchor pairing. If no protrusion length is listed, it is outside of the recommended protrusion length range of 5-7mm. Protrusion lengths are rounded up or down to the nearest millimeter. When pairing a long anchor to a short cage, the inserter pusher arms end up in this lower mechanical advantage state as they start to push the anchors through the cortical bone resulting in substantially increased surgeon effort. 2.reverse the compressor/ distractor and apply compression to the interbody device. Once the interbody is under compression, deploy the anchors accordingly. 3.visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. Based on the investigation activities documented within this complaint file, the most likely cause of the anchors backing out of the interbody's locking mechanism is that the user used 5mm ais-c cervical stand-alone interbodies with medium and large anchors and may not have deployed the anchors under compression and/or visually confirmed the anchors fully deployed. Per lc-055 3dp cervical standalone system surgical technique the highly recommended anchor size for a 5mm interbody are small anchors. Conclusions: based on the fact that the user used a gac-md and gac-lg anchor sets in combination with gac3d-05ll interbody and the device was not returned to inspect for deformities, the only reasonable cause for the anchors to not deploy beyond the interbody's locking mechanism is that the user did not use the highly recommended anchor size of small for the gac3d-05ll interbody, did not reverse the distractor prior to anchor deployment, and did not visually confirm that the anchors deployed beyond the lock mechanism as outlined in the genesys spine lc-055 3dp cervical standalone system surgical technique. This is being recorded as a use error. Corrected date: timeline: (B)(6) 2023. Stryker contacted genesys spine about stryker complaint ID (B)(4) stating, "ais-c for a c4/5 acdf. The anchor into c5 did not deploy completely past the locking mechanism. Tried using the anchor ramp in the set, it did not fit over the cage because of the caspar pins. A small tamp from the cervical capri set was used to tamp down the anchor. The cervical cage migrated posterior while tamping down the anchor resulting in having to remove the cage and replacing with another because the most superior locking mechanism was damaged. On the second attempt the anchor did not deploy completely, while tamping the anchor the cage began migrating posteriorly. Complaint opened under complaint ID (B)(4). Event was not considered reportable at this time as issue was caught intra-op and no serious injuries were communicated to genesys spine june 2, 2023. Styrker contact genesys spine about stryker complaint ID (B)(4) stating, "we received additional information today regarding (B)(4) . (B)(6) dr. Will be performing a revision on monday. At this time, we are not sure if he's going to remove the loose anchors, but he will be installing a plate." Event was deemed reportable and was submitted to the FDA under 3008455034-2023-00009 complaint was closed june 29, 2023 as a use error july 7, 2023. Complaint was reponed by genesys spine to address that the complaint was in relation to the fact that the anchors were confirmed during the surgical procedure as not having been fully deployed. Investigation was updated to account for this information. A follow-up MDR was not required as the complaint description, contributing cause, and end result had not changed. Complaint closed july 7, 2023. July 24, 2023 styrker contact genesys spine about stryker complaint ID (B)(4) stating, "(B)(4) has been updated to correct the event description and information we received from the sales rep. I attached the revised event summary report for (B)(4) for your review. Previously, the event captured in (B)(4) was the event that actually occurred in the case of (B)(4)". Stryker informed genesys spine that the correct complaint statement for (B)(4) is as followed "c3-7 acdf. On 4/12 we implanted ais-c c3-4 5x14x17x7 cage with medium anchors. C4-5, c5-6, c6-7 5x14x17x7 with large anchors. On 6/2 I received a post op x-ray that I will attach. The anterior anchor at the c4-5 level is advancing anteriorly, and at the c5-6 level the anchor is advancing anteriorly. The patient was brought back to the or on 6/5 to remove the anchors that were advancing out and a 4-level plate was used to keep the cages from advancing anteriorly. The anchors are currently with security at the hospital". Complaint original submitted under complaint ID (B)(4) and filled under MDR 3008455034-2023-00009. Information provided from stryker was inaccurate. Complaint (B)(4) opened to reinvestigate complaint and submit supplemental MDR. August 21, 2023. Complaint determined to be a use error and MDR 3008455034-2023-00009-1 was submitted to the FDA.

Event description:
Genesys spine received a complaint from distributor stryker on may 15, 2023 stating "ais-c for a c4/5 acdf. The anchor into c5 did not deploy completely past the locking mechanism. Tried using the anchor ramp in the set, it did not fit over the cage because of the caspar pins. A small tamp from the cervical capri set was used to tamp down the anchor. The cervical cage migrated posterior while tamping down the anchor resulting in having to remove the cage and replacing with another because the most superior locking mechanism was damaged. On the second attempt the anchor did not deploy completely, while tamping the anchor the cage began migrating posteriorly." July 24, 2023 -styrker contact genesys spine about stryker complaint ID (B)(4) stating, "(B)(4) has been updated to correct the event description and information we received from the sales rep. I attached the revised event summary report for (B)(4) for your review. Previously, the event captured in (B)(4) was the event that actually occurred in the case of (B)(4)". -stryker informed genesys spine that the correct complaint statement for (B)(4) is as followed "c3-7 acdf. On 4/12 we implanted ais-c c3-4 5x14x17x7 cage with medium anchors. C4-5, c5-6, c6-7 5x14x17x7 with large anchors. On 6/2 I received a post op x-ray that I will attach. The anterior anchor at the c4-5 level is advancing anteriorly, and at the c5-6 level the anchor is advancing anteriorly. The patient was brought back to the or on 6/5 to remove the anchors that were advancing out and a 4-level plate was used to keep the cages from advancing anteriorly. The anchors are currently with security at the hospital". -complaint original submitted under complaint ID (B)(4) and filled under MDR 3008455034-2023-00009. Information provided from stryker was inaccurate. Complaint (B)(4) opened to reinvestigate complaint and submit supplemental MDR.

Event description:
Genesys spine received a complaint from distrubtor stryker on (B)(6) 2023 stating "ais-c for a c4/5 acdf. The anchor into c5 did not deploy completely past the locking mechanism. Tried using the anchor ramp in the set, it did not fit over the cage because of the caspar pins. A small tamp from the cervical capri set was used to tamp down the anchor. The cervical cage migrated posterior while tamping down the anchor resulting in having to remove the cage and replacing with another because the most superior locking mechanism was damaged. On the second attempt the anchor did not deploy completely, while tamping the anchor the cage began migrating posteriorly."

Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing, dhrs and the returned device, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records or the returned device. Anchor push-out / expulsion testing was performed on the ais-c stand-alone 3dp interbodies as part of the design verification testing of the system. The average peak force (n) required for anchor push-out (a single anchor) was 263.0n with a standard deviation of 67n which is greater than predicate devices and is also greater than any anticipated anatomical forces. In addition, constructs complete with an interbody and two anchors were constructed and dynamically tested to 5,000,000 cycles without failure (in three different test modalities). That means that the worst-case configuration interbodies and anchors could be assembled and subjected to 5,000,000 cycles of loading without anything breaking or coming loose. The patient's x-ray also shows no signs of deformation of the interbody, lock, and / or the anchors. Based on the lack of deformation / damage to the devices shown on the x-ray, there is no evidence of anchor back-out due to a failure of the ais-c devices. Use related, user, or human performance contributing factors: in review of the images sent (see above) by the complainant, both of the anchors that are backing out of the interbodies are partially contained in the channel of the interbody. The tip of one of the anchors that backed out is shown to have remained embedded in the vertebral body (as intended). The user related factor that could cause anchor back-out is if the user did not visually confirm the anchors were fully deployed and covered by the lock (reference page 12 of genesys spine lc-055 3dp cervical standalone system surgical technique). In discussion with the stryker representative who covered this case user related factor that could cause anchor back-out is that the surgeon did not follow the key steps as outlined below in genesys spine lc-055 3dp cervical standalone system surgical technique: 1. Reverse the compressor/ distractor and apply compression to the interbody device. Once the interbody is under compression, deploy the anchors accordingly. 2. Visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. In review of the ordered product, it was found that the surgeon used 5mm ais-c cervical stand-alone interbodies with medium and large anchors. Per lc-055 3dp cervical standalone system surgical technique the highly recommended anchor size for a 5mm interbody are small anchors. 1. When pairing a long anchor to a short cage, the inserter pusher arms end up in this lower mechanical advantage state as they start to push the anchors through the cortical bone resulting in substantially increased surgeon effort based on the investigation activities documented within this complaint file, the most likely cause of the anchor back-out is that the user combined a longer anchor with a shorter interbody thereby requiring substantial increased surgeon effort. Conclusions: based on the fact that there was no signs of deformation or damage to the implants, the only reasonable cause for the anchors to have back-out is that the user combined a longer anchor with a shorter interbody thereby requiring substantial increased surgeon effort to deploy the anchors beyond the locking mechanism. Interbody and anchor pairing is covered in genesys spine lc-055 3dp cervical standalone system surgical technique. This is being recorded as a use error.